Event description:
The pump was returned for investigation. Investigation revealed a dim, pink display. This report is made based on results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted to the verify screen with dim pink contrast. The black box revealed a time and date reset to the default setting following a power reset event on (B)(4) /2014 within 10 minutes. The pump was exercised for 24 hours, the battery was then removed for 6 hours, and the time and date reset to default. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(6).